Event description:
It was reported that the customer was hospitalized for two days due to high blood glucose levels (500 mg/dl), and diabetic ketoacidosis. Customer was treated with saline and an insulin drip. Pump passed delivery system check. Customer uses humalog and cartridge and infusion set are changed every three days.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental report will be submitted.